Event description:
It was reported that during a procedure using an opus speedscrew implant, the device failed to snare sutures correctly or secure suture into implant. This deficiency resulted in a surgical delay in excess of 30 minutes. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Per customer complaint the reported device was discarded. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include using the incorrect suture, excessively tensioning, or inadequate tensioning applied to cuff. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.